Manufacturer narrative:
A ge service rep performed an on site investigation. The generator boards in the generator backplane were reseated. The system was then found to be working as intended.

Event description:
The customer reported the system failed to fluoro. No report of pt injury.